Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen is not available.there was no patient involvement.

Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 18oct2018. The customer declined service for the device due to expired warranty. No parts were returned to philips for evaluation, therefore, a root cause could not be established.